Event description:
A customer contacted beckman coulter regarding erroneously elevated troponin (accu tnl) result from a single pt that was generated by the access 2 instrument. The customer indicated that the elevated accu tnl result was 3.82ng/ml. The result was reported out of the lab. The customer indicated the pt original sample was re-tested for accu tnl on the same day. Teh result was 0.02ng/ml. The customer indicated that the pt was treated with anticoagulants. No injury has been reported which can be attributed to or connected with this event.